Manufacturer narrative:
E1 - initial reporter establishment name initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the videoscope's adhesive at ceramic tip was detached. The issue was observed during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Event description:
No additional information received form the customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. It was found this report is a duplicate report of 9610773-2026-00399-00. The event information was submitted in 9610773-2026-00399-00.